Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (140 mg/dl). Pump passed system delivery check. Customer took correction boluses, and changed out his site, cartridge, and infusion set to stabilize his blood glucose level.